Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found that problem may be with front end board. It was then stated that in order to fix the issue, the fse calibrated all three transducers and tested the unit thoroughly with system trainer and performed all functional and safety checks. The unit was then working fine. The unit was released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit was showing error electrical code #53. There was no patient involvement.